Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 alarms noted. The insulin pump had minor scratches on the lcd window, broken reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm. Customer's blood glucose was 275 mg/dl. Customer reported she got wet and the insulin pump alarmed a button error alarm. Customer was unable to clear the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.